Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during a lap paraesophageal hernia procedure, the needle would not load onto the instrument and stay in place. It would "pop off". No adverse events have been reported.